Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: I was going to clip the cystic duct in a cholecystectomy. Upon placing the clip in the jaws of the applicator, the clip jumped out of the guides and injured the cystic duct. The doctor was able to tie it up and fix it. Opened another applicator and it worked fine. Additional information received from company rep. Via e-mail on 05jun24: 1. The patient is fine. The surgery was completed without any problems for the patient. 2. Injury was treated by the methods of normal procedure. Surgeon grabbed another clip applicator and completed the surgery without further difficulty. 3. Surgeon pulled the trigger to apply the clip and upon opening the "jaws" of the applicator, they saw that the clip did not fit properly, it had not tied the cystic duct but had punctured it. 4. No, the event did not happen while clipping over the vessel. When he tried to clip the vessel, surgeon used another clip applicator which worked fine. Additional information received from company rep. Via e-mail on 06jun24: what caused the injury according to the doctor was the clip that was stuck through the cystic duct. Patient status: the patient is fine. The surgery was completed without any problems for the patient. Intervention: opened another applicator and it worked fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit was returned locked out and functional testing could not be performed. No visible non-conformances relevant to complainant¿s experience were found. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the report event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: surgeon was going to clip the cystic duct in a cholecystectomy. Upon placing the clip in the jaws of the applicator, the clip jumped out of the guides and injured the cystic duct. The doctor was able to tie it up and fix it. Opened another applicator and it worked fine. Additional information received from company representative via e-mail on 05jun24: the patient is fine., the surgery was completed without any problems for the patient. The injury was treated by the methods of normal procedure. Surgeon grabbed another clip applicator and completed the surgery without further difficulty. The surgeon pulled the trigger to apply the clip and upon opening the "jaws" of the applicator, they saw that the clip did not fit properly, it had not tied the cystic duct but had punctured it. The event did not happen while clipping over the vessel. When he tried to clip the vessel, surgeon used another clip applicator which worked fine. Additional information received from company rep. Via e-mail on 06jun24: what caused the injury according to the doctor was the clip that was stuck through the cystic duct. Patient status: the patient is fine. The surgery was completed without any problems for the patient. Intervention: opened another applicator and it worked fine.